Manufacturer narrative:
Correction: upon review, the pacemaker lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. X-ray inspection found the inner coil was overtorqued inside the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning and cutting the lead, the helix could be retracted and extended by applying torque directly to the inner coil. The cause of the reported event was isolated to the blood/tissue in the helix region and overtorqued of the inner coil. Electrical testing was normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that while attempting to implant the right ventricular (rv) lead, the lead exhibited high capture threshold. The lead was then repositioned, and the helix exhibited a rotation issue. The lead was not used. Patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.